Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia/dehydration. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to seek medical attention for high blood glucose levels of 365 mg/dl. The patient went to the emergency room, but before this gave a manual injection of insulin. The patient was diagnosed with dehydration. The patient was treated with intravenous therapy with fluids.